Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.